Manufacturer narrative:
Upon receipt, the device was detected in hwvvi. The device image indicated a large amount of equivalent charges recorded in lifetime diagnostics. Several episodes recorded were due to vf. Review of the egms revealed noise associated with a lead anomaly. With a similar battery attached, the the device's functionality was tested and was normal. No no anomaly was detected.

Event description:
During a follow-up, the device was found to be in backup vvi mode. Due to the reset, the device will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.